Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a pt. The customer reported there was no pt harm. Vent inop, when in use, will stop providing ventilatory support to the pt. The respironics service tech verified the vent inop condition upon power up of the unit. The service tech reported the power cord appeared tarnished. The service tech tested the power cord and reported there was no continuity. The service tech replaced the power cord to correct the reported problem. Extended self testing (est) was performed and the unit passed per specs.